Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the patient's daytime surgery, when the doctor used suture to suture the patient, the problem of pulling off suture needle happened and could not be used, affecting the surgical process. Immediately replaced with new suture for suturing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * were there any patient consequences? * it was reported that this problem was "affecting the surgical process". Please provide additional details regarding how the surgical process was affected. * what is the procedure name? * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.